Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced cardiac arrest at their home. Paramedics were first on scene and reported the patient experienced ventricular fibrillation. Upon review, the implantable cardioverter defibrillator delivered antitachycardia pacing therapy and high voltage therapy was aborted. Electrogram review noted very fine ventricular fibrillation with signal dropout. The patient was taken to the hospital and placed on hypothermia protocol and is in a coma-like state. Programming changes were made. The patient is recovering.